Event description:
When the pt injected the drug and removed the needle, the needle broke off and remained in the injection site. The pt reported that when the needle was removed from the body, it was difficult to pull out from the body and skin. The broken needle was successfully retrieved with surgical intervention.

Manufacturer narrative:
Awaiting additional info. Will submit a supplemental report when additional info becomes available.